Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error code e229 (image processor or light source error) and no image was confirmed. The device evaluation found a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the autoclavable camera head gave an e229 error (image processor or light source error) and had no image when it was connected to a video system center. The issue was found during inspection for use for an unknown type of therapeutic procedure. Another similar device was used to complete the procedure with no delay. There were no reports of patient harm.